Event description:
It was reported that during a da vinci-assisted surgical procedure, the system had issues with occasional dark screen in left ocular on one of the surgeon side console (ssc). The customer resolved the issue temporarily by disconnecting fiber optics and restarting system, however issue persisted.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high resolution stereo viewer (hrsv) to resolve the reported issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The high resolution stereo viewer (hrsv) was analyzed and the reported failure was replicated. The monitor was installed on the right side of the test system. Upon power up, the system booted up and the right eye of the monitor was dead. No images were being shown on the right eye of the surgeon side console (ssc).

Event description:
Refer to h10/h11 for follow-up information.